Manufacturer narrative:
Procedure ran as expected without complications. A field service engineer was dispatched and inspected the pcs2 and found no issues with any component condition and or function. The calibrations of the unit were found to be within specifications. A functional test was also run. Unit meets manufacturer's specifications. Autopsy of donor was requested but has not been returned at this time.

Event description:
On february 13, 2020, haemonetics was informed by the customer of a donor fatality following a successful plasmapheresis procedure on a pcs2 plasma collection system. The donor left in good health following the completion of the donation procedure.